Event description:
A cartridge alarm occurred during pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. Consequently the customer reverted to injections.